Event description:
It was reported that the patient had to charge the ipg more frequently. Database analysis charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements revealed a high value on port d (1 contact). The ipg appears to be working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160. Sn: (B)(6). The returned ipg was analyzed and revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements revealed a high value on port d (1 contact). The ipg appears to be working as expected. With all the available information, boston scientific concludes that the reported event was not confirmed.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Sc-1160 sn: (B)(4). The returned ipg was analyzed and revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements revealed a high value on port d (1 contact). The ipg appears to be working as expected. With all the available information, boston scientific concludes that the reported event was not confirmed.

Event description:
It was reported that the patient had to charge the ipg more frequently. Database analysis charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements revealed a high value on port d (1 contact). The ipg appears to be working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively.